Event description:
This case was initially received via regulatory authority (FDA, reference number: mw5081128) on 11/21/2018. This spontaneous case was reported by a consumer and describes the occurrence of dyspareunia ("vaginal pain with intercourse") and menorrhagia ("8-10 days period that bring heavy bleeding and blood clot ") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), rash ("rash"), eye disorder ("left eye dilating"), hypoaesthesia ("face going numb"), balance disorder ("problems with balance"), vulvovaginal discomfort ("awful vaginal irritation after sex for weeks"), dysmenorrhoea ("period with labor like cramps"), polymenorrhoea ("every month 10 days without period and then started again") and arthralgia ("left hip hurts"). At the time of the report, the dyspareunia, menorrhagia, rash, eye disorder, hypoaesthesia, balance disorder, dysmenorrhoea, polymenorrhoea and arthralgia outcome was unknown. The reporter considered arthralgia, balance disorder, dysmenorrhoea, dyspareunia, eye disorder, hypoaesthesia, menorrhagia, polymenorrhoea, rash and vulvovaginal discomfort to be related to essure. The reporter commented: essure to be removed via total hysterectomy on 2018. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ('vaginal pain with intercourse/ dyspareunia/ painful during sex but afterward horrible cramping, irritation, sensitivity, blisters, itching') and menorrhagia ('8-10 days period that bring heavy bleeding and blood clot/ menorrhagia') in an adult female patient who had essure (batch no. A34127) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, hashimoto's disease, vaginal burning sensation, bacterial vaginosis, uterine bleeding and menometrorrhagia. Concomitant products included cefixime (flexeril), fluticasone propionate (fluticasone), ibuprofen, levothyroxine, norethisterone acetate (aygestin), oxycodone and salbutamol (albuterol). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("period with labor like cramps/ dysmenorrhea;"), vaginal haemorrhage ("abnormal bleeding vaginal"), vulvovaginal discomfort ("awful vaginal irritation after sex for weeks/irritation after intercourse"), female sexual dysfunction ("apareunia ( inability to have sexual intercourse)"), fatigue ("fatigue"), migraine ("migraines/headaches"), vaginal discharge ("vaginal discharge/ discharge unrelated to any infection"), vision blurred ("vision/eye problems: blurred vision/mostly out of the left eye"), parosmia ("strange odor unrelated to any infection"), vulvovaginal pruritus ("itching after intercourse"), vaginal mucosal blistering ("blisters") and genito-pelvic pain/penetration disorder ("horrible cramping after intercourse"). In (B)(6) 2014, the patient experienced allergy to metals ("nickel allergy") and depression ("psychological or psychiatric problems: depression"). In 2014, the patient experienced rash ("rash/rash on buttocks/ rash/skin condition"). In (B)(6) 2017, the patient experienced urinary incontinence ("change in my urinary heaviness and frequency"). In 2018, the patient experienced anaemia ("blood or heart disorder/condition, anemia"). On an unknown date, the patient experienced eye disorder ("left eye dilating/mostly out fo left eyes"), hypoaesthesia ("face going numb"), balance disorder ("problems with balance"), polymenorrhoea ("every month 10 days without period and then started again"), arthralgia ("left hip hurts"), bacterial vaginosis ("infection: bacterial vaginosis"), myalgia ("sore on my buttocks, back of neck"), vulvovaginal swelling ("swelling after intercourse"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), urinary tract infection ("uti") and headache ("headaches"). The patient was treated with metronidazole (metrogel) and surgery (hysterectomy/ bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the dyspareunia, menorrhagia, dysmenorrhoea, rash, vulvovaginal discomfort, female sexual dysfunction, anaemia, vaginal discharge, vulvovaginal pruritus, vulvovaginal swelling, bladder disorder, urinary tract disorder and urinary tract infection had resolved and the allergy to metals, vaginal haemorrhage, eye disorder, hypoaesthesia, balance disorder, polymenorrhoea, arthralgia, fatigue, bacterial vaginosis, migraine, depression, myalgia, vision blurred, parosmia, urinary incontinence, vaginal mucosal blistering, genito-pelvic pain/penetration disorder and headache outcome was unknown. The reporter considered allergy to metals, anaemia, arthralgia, bacterial vaginosis, balance disorder, bladder disorder, depression, dysmenorrhoea, dyspareunia, eye disorder, fatigue, female sexual dysfunction, genito-pelvic pain/penetration disorder, headache, hypoaesthesia, menorrhagia, migraine, myalgia, parosmia, polymenorrhoea, rash, urinary incontinence, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal mucosal blistering, vision blurred, vulvovaginal discomfort, vulvovaginal pruritus and vulvovaginal swelling to be related to essure. The reporter commented: plaintiff received treatment for dyspareunia, apareunia, menorrhagia, dysmenorrhea, nickel allergy, rash/skin condition, bladder probs, urinary probs, uti, vaginal discharge, fatigue, migraine, headaches, vision probs, open sores-rash on buttocks. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Pathology test - on (B)(6) 2018: surgical pathology report uterus, left round ligament excision: fibroadipose tissue with foreign body material and foreign body giant cells. Left pelvic sidewall excision: fibrotic tissue with endometriosis. Uterus, left uterosacral excision: fibroadipose tissue with endometriosis. Pelvis, anterior cul-de-sac excision: fibroadipose tissue with endometriosis. Uterus, cervix, bilateral fallopian tubes: cervix: without significant abnormality. Endometrium: proliferative endometrium. Myometrium: without significant abnormality. Serosa: without significant abnormality. Fallopian tubes: without significant abnormality. Gross description: the fallopian-tubes are firm proximally and serially sectioned to reveal a metal coil present 3.0 cm from the cornu in the right fallopian tube and 3.5 cm from the cornu in the left fallopian tube.. Ultrasound pelvis - on (B)(6) 2018: impression: uterus is anteverted and without myometrial mass. Endometrium is within normal limits. Right ovary appears within normal limits. Left ovary has probable corpus luteum cyst.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming: vaginal discharge, vaginal itching, vaginal odor, bacterial vaginosis, menorrhagia, dysmenorrhea, dyspareunia, incontinence, fatigue lot number: a34127, manufacturing date: 2012-07, expiration date: 2015-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: plaintiff fact sheet received. Events per pfs: bladder problems, urinary problems, uti and headaches. Outcome for dyspareunia, apareunia, dysmenorrhea, menorrhagia, anemia, bladder problems, urinary problems, uti and headaches were resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of dyspareunia ("vaginal pain with intercourse") and menorrhagia ("8-10 days period that bring heavy bleeding and blood clot") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), rash ("rash"), eye disorder ("left eye dilating"), hypoaesthesia ("face going numb"), balance disorder ("problems with balance"), vulvovaginal discomfort ("awful vaginal irritation after sex for weeks"), dysmenorrhoea ("period with labor like cramps"), polymenorrhoea ("every month 10 days without period and then started again") and arthralgia ("left hip hurts"). At the time of the report, the dyspareunia, menorrhagia, rash, eye disorder, hypoaesthesia, balance disorder, dysmenorrhoea, polymenorrhoea and arthralgia outcome was unknown. The reporter considered arthralgia, balance disorder, dysmenorrhoea, dyspareunia, eye disorder, hypoaesthesia, menorrhagia, polymenorrhoea, rash and vulvovaginal discomfort to be related to essure. The reporter commented: essure to be removed via total hysterectomy in 2018. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-dec-2018: quality-safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5081128) on 21-nov-2018. The most recent information was received on 07-nov-2019. Quality-safety evaluation of ptc: unable to confirm complaint this spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ('vaginal pain with intercourse/ dyspareunia/ painful during sex but afterward horrible cramping, irritation, sensitivity, blisters, itching') and menorrhagia ('8-10 days period that bring heavy bleeding and blood clot/ menorrhagia') in an adult female patient who had essure (batch no. A34127) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, hashimoto's disease, vaginal burning sensation, bacterial vaginosis, uterine bleeding and menometrorrhagia. Concomitant products included cefixime (flexeril), fluticasone propionate (fluticasone), ibuprofen, levothyroxine, norethisterone acetate (aygestin), oxycodone and salbutamol (albuterol). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("period with labor like cramps/ dysmenorrhea;"), vaginal haemorrhage ("abnormal bleeding vaginal"), vulvovaginal discomfort ("awful vaginal irritation after sex for weeks/irritation after intercourse"), female sexual dysfunction ("apareunia ( inability to have sexual intercourse)"), fatigue ("fatigue"), migraine ("migraines/headaches"), vaginal discharge ("vaginal discharge/ discharge unrelated to any infection"), vision blurred ("vision/eye problems: blurred vision/mostly out of the left eye"), parosmia ("strange odor unrelated to any infection"), vulvovaginal pruritus ("itching after intercourse"), vaginal mucosal blistering ("blisters") and genito-pelvic pain/penetration disorder ("horrible cramping after intercourse"). In (B)(6) 2014, the patient experienced allergy to metals ("nickel allergy") and depression ("psychological or psychiatric problems: depression"). In 2014, the patient experienced rash ("rash/rash on buttocks"). In (B)(6) 2017, the patient experienced urinary incontinence ("change in my urinary heaviness and frequency"). In 2018, the patient experienced anaemia ("blood or heart disorder/condition, anemia"). On an unknown date, the patient experienced eye disorder ("left eye dilating/mostly out fo left eyes"), hypoaesthesia ("face going numb"), balance disorder ("problems with balance"), polymenorrhoea ("every month 10 days without period and then started again"), arthralgia ("left hip hurts"), bacterial vaginosis ("infection: bacterial vaginosis"), myalgia ("sore on my buttocks, back of neck") and vulvovaginal swelling ("swelling after intercourse"). The patient was treated with metronidazole (metrogel) and surgery (hysterectomy/ bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the dyspareunia, menorrhagia, dysmenorrhoea, rash, vulvovaginal discomfort, vaginal discharge, vulvovaginal pruritus and vulvovaginal swelling had resolved and the allergy to metals, vaginal haemorrhage, eye disorder, hypoaesthesia, balance disorder, polymenorrhoea, arthralgia, female sexual dysfunction, anaemia, fatigue, bacterial vaginosis, migraine, depression, myalgia, vision blurred, parosmia, urinary incontinence, vaginal mucosal blistering and genito-pelvic pain/penetration disorder outcome was unknown. The reporter considered allergy to metals, anaemia, arthralgia, bacterial vaginosis, balance disorder, depression, dysmenorrhoea, dyspareunia, eye disorder, fatigue, female sexual dysfunction, genito-pelvic pain/penetration disorder, hypoaesthesia, menorrhagia, migraine, myalgia, parosmia, polymenorrhoea, rash, urinary incontinence, vaginal discharge, vaginal haemorrhage, vaginal mucosal blistering, vision blurred, vulvovaginal discomfort, vulvovaginal pruritus and vulvovaginal swelling to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Pathology test - on (B)(6) 2018: surgical pathology report uterus, left round ligament excision: fibroadipose tissue with foreign body material and foreign body giant cells. Left pelvic sidewall excision: fibrotic tissue with endometriosis. Uterus, left uterosacral excision: fibroadipose tissue with endometriosis. Pelvis, anterior cul-de-sac excision: fibroadipose tissue with endometriosis. Uterus, cervix, bilateral fallopian tubes: cervix: without significant abnormality. Endometrium: proliferative endometrium. Myometrium: without significant abnormality. Serosa: without significant abnormality. Fallopian tubes: without significant abnormality. Gross description: the fallopian-tubes are firm proximally and serially sectioned to reveal a metal coil present 3.0 cm from the cornu in the right fallopian tube and 3.5 cm from the cornu in the left fallopian tube.. Ultrasound pelvis - on (B)(6) 2018: impression: uterus is anteverted and without myometrial mass. Endometrium is within normal limits. Right ovary appears within normal limits. Left ovary has probable corpus luteum cyst.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming: vaginal discharge, vaginal itching, vaginal odor, bacterial vaginosis, menorrhagia, dysmenorrhea, dyspareunia, incontinence, fatigue lot number: a34127 manufacturing date: 2012-07 expiration date: 2015-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ('vaginal pain with intercourse/ dyspareunia/ painful during sex but afterward horrible cramping, irritation, sensitivity, blisters, itching') and menorrhagia ('8-10 days period that bring heavy bleeding and blood clot/ menorrhagia') in an adult female patient who had essure (batch no. A34127) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, hashimoto's disease, vaginal burning sensation, bacterial vaginosis, uterine bleeding and menometrorrhagia. Concomitant products included cefixime (flexeril), fluticasone propionate (fluticasone), ibuprofen, levothyroxine, norethisterone acetate (aygestin), oxycodone and salbutamol (albuterol). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("period with labor like cramps/ dysmenorrhea;"), vaginal haemorrhage ("abnormal bleeding vaginal"), vulvovaginal discomfort ("awful vaginal irritation after sex for weeks/irritation after intercourse"), female sexual dysfunction ("apareunia ( inability to have sexual intercourse)"), fatigue ("fatigue"), migraine ("migraines/headaches"), vaginal discharge ("vaginal discharge/ discharge unrelated to any infection"), vision blurred ("vision/eye problems: blurred vision/mostly out of the left eye"), parosmia ("strange odor unrelated to any infection"), vulvovaginal pruritus ("itching after intercourse"), vaginal mucosal blistering ("blisters") and genito-pelvic pain/penetration disorder ("horrible cramping after intercourse"). In (B)(6) 2014, the patient experienced allergy to metals ("nickel allergy") and depression ("psychological or psychiatric problems: depression"). In 2014, the patient experienced rash ("rash/rash on buttocks"). In (B)(6) 2017, the patient experienced urinary incontinence ("change in my urinary heaviness and frequency"). In 2018, the patient experienced anaemia ("blood or heart disorder/condition, anemia"). On an unknown date, the patient experienced eye disorder ("left eye dilating/mostly out fo left eyes"), hypoaesthesia ("face going numb"), balance disorder ("problems with balance"), polymenorrhoea ("every month 10 days without period and then started again"), arthralgia ("left hip hurts"), bacterial vaginosis ("infection: bacterial vaginosis"), myalgia ("sore on my buttocks, back of neck") and vulvovaginal swelling ("swelling after intercourse"). The patient was treated with metronidazole (metrogel) and surgery (hysterectomy/ bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the dyspareunia, menorrhagia, dysmenorrhoea, rash, vulvovaginal discomfort, vaginal discharge, vulvovaginal pruritus and vulvovaginal swelling had resolved and the allergy to metals, vaginal haemorrhage, eye disorder, hypoaesthesia, balance disorder, polymenorrhoea, arthralgia, female sexual dysfunction, anaemia, fatigue, bacterial vaginosis, migraine, depression, myalgia, vision blurred, parosmia, urinary incontinence, vaginal mucosal blistering and genito-pelvic pain/penetration disorder outcome was unknown. The reporter considered allergy to metals, anaemia, arthralgia, bacterial vaginosis, balance disorder, depression, dysmenorrhoea, dyspareunia, eye disorder, fatigue, female sexual dysfunction, genito-pelvic pain/penetration disorder, hypoaesthesia, menorrhagia, migraine, myalgia, parosmia, polymenorrhoea, rash, urinary incontinence, vaginal discharge, vaginal haemorrhage, vaginal mucosal blistering, vision blurred, vulvovaginal discomfort, vulvovaginal pruritus and vulvovaginal swelling to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Pathology test - on (B)(6) 2018: surgical pathology report uterus, left round ligament excision: fibroadipose tissue with foreign body material and foreign body giant cells. Left pelvic sidewall excision: fibrotic tissue with endometriosis. Uterus, left uterosacral excision: fibroadipose tissue with endometriosis. Pelvis, anterior cul-de-sac excision: fibroadipose tissue with endometriosis. Uterus, cervix, bilateral fallopian tubes: cervix: without significant abnormality. Endometrium: proliferative endometrium. Myometrium: without significant abnormality. Serosa: without significant abnormality. Fallopian tubes: without significant abnormality. Gross description: the fallopian-tubes are firm proximally and serially sectioned to reveal a metal coil present 3.0 cm from the cornu in the right fallopian tube and 3.5 cm from the cornu in the left fallopian tube.. Ultrasound pelvis - on (B)(6) 2018: impression: uterus is anteverted and without myometrial mass. Endometrium is within normal limits. Right ovary appears within normal limits. Left ovary has probable corpus luteum cyst. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming: vaginal discharge, vaginal itching, vaginal odor, bacterial vaginosis, menorrhagia, dysmenorrhea, dyspareunia, incontinence, fatigue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-oct-2019: plaintiff fact sheet and medical record received. New events added- abnormal bleeding vaginal, apareunia ( inability to have sexual intercourse), anemia, fatigue, infection: bacterial vaginosis, migraines/headaches, nickel allergy, depression, sore on my buttocks, back of neck, vaginal discharge/ discharge unrelated to any infection, blurred vision, strange odor unrelated to any infection, change in my urinary heaviness and frequency, irritation, swelling, itching after intercourse. Patient demographic information, product information, other relevant history and event outcome of dyspareunia and dysmenorrhea was updated to recovered/resolved. Lot number newly added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5081128) on 21-nov-2018. The most recent information was received on 22-mar-2019. This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ("vaginal pain with intercourse") and menorrhagia ("8-10 days period that bring heavy bleeding and blood clot") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), rash ("rash"), eye disorder ("left eye dilating"), hypoaesthesia ("face going numb"), balance disorder ("problems with balance"), vulvovaginal discomfort ("awful vaginal irritation after sex for weeks"), dysmenorrhoea ("period with labor like cramps"), polymenorrhoea ("every month 10 days without period and then started again") and arthralgia ("left hip hurts"). The patient was treated with surgery. At the time of the report, the dyspareunia, menorrhagia, rash, eye disorder, hypoaesthesia, balance disorder, vulvovaginal discomfort, dysmenorrhoea, polymenorrhoea and arthralgia outcome was unknown. The reporter considered arthralgia, balance disorder, dysmenorrhoea, dyspareunia, eye disorder, hypoaesthesia, menorrhagia, polymenorrhoea, rash and vulvovaginal discomfort to be related to essure. The reporter commented: essure to be removed via total hysterectomy on 2018. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-mar-2019: this case become legal. Lawyer has been added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5081128) on 21-nov-2018. The most recent information was received on 07-feb-2020. This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ('vaginal pain with intercourse/ dyspareunia/ painful during sex but afterward horrible cramping, irritation, sensitivity, blisters, itching') and menorrhagia ('8-10 days period that bring heavy bleeding and blood clot/ menorrhagia') in a 44-year-old female patient who had essure (batch no. A34127) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, hashimoto's disease, vaginal burning sensation, bacterial vaginosis, uterine bleeding and menometrorrhagia. Concomitant products included cefixime (flexeril), fluticasone propionate (fluticasone), ibuprofen, levothyroxine, norethisterone acetate (aygestin), oxycodone and salbutamol (albuterol). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("period with labor like cramps/ dysmenorrhea;"), vaginal haemorrhage ("abnormal bleeding vaginal"), vulvovaginal discomfort ("awful vaginal irritation after sex for weeks/irritation after intercourse"), female sexual dysfunction ("apareunia ( inability to have sexual intercourse)"), fatigue ("fatigue"), migraine ("migraines/headaches"), vaginal discharge ("vaginal discharge/ discharge unrelated to any infection"), vision blurred ("vision/eye problems: blurred vision/mostly out of the left eye"), parosmia ("strange odor unrelated to any infection"), vulvovaginal pruritus ("itching after intercourse"), vaginal mucosal blistering ("blisters") and genito-pelvic pain/penetration disorder ("horrible cramping after intercourse"). In (B)(6) 2014, the patient experienced allergy to metals ("nickel allergy") and depression ("psychological or psychiatric problems: depression"). In 2014, the patient experienced rash ("rash/rash on buttocks/ rash/skin condition"). In (B)(6) 2017, the patient experienced urinary incontinence ("change in my urinary heaviness and frequency"). In 2018, the patient experienced anaemia ("blood or heart disorder/condition, anemia"). On (B)(6) 2018, the patient experienced pelvic pain ("pain"), 5 years 11 months after insertion of essure. On an unknown date, the patient experienced eye disorder ("left eye dilating/mostly out fo left eyes"), hypoaesthesia ("face going numb"), balance disorder ("problems with balance"), polymenorrhoea ("every month 10 days without period and then started again"), arthralgia ("left hip hurts"), bacterial vaginosis ("infection: bacterial vaginosis"), myalgia ("sore on my buttocks, back of neck"), vulvovaginal swelling ("swelling after intercourse"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), urinary tract infection ("uti") and headache ("headaches"). The patient was treated with metronidazole (metrogel) and surgery (hysterectomy full/ bilateral salpingectomy and hysterectomy/ bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the dyspareunia, menorrhagia, dysmenorrhoea, rash, vulvovaginal discomfort, female sexual dysfunction, anaemia, vaginal discharge, vulvovaginal pruritus, vulvovaginal swelling, bladder disorder, urinary tract disorder and urinary tract infection had resolved and the allergy to metals, vaginal haemorrhage, eye disorder, hypoaesthesia, balance disorder, polymenorrhoea, arthralgia, fatigue, bacterial vaginosis, migraine, depression, myalgia, vision blurred, parosmia, urinary incontinence, vaginal mucosal blistering, genito-pelvic pain/penetration disorder, headache and pelvic pain outcome was unknown. The reporter considered allergy to metals, anaemia, arthralgia, bacterial vaginosis, balance disorder, bladder disorder, depression, dysmenorrhoea, dyspareunia, eye disorder, fatigue, female sexual dysfunction, genito-pelvic pain/penetration disorder, headache, hypoaesthesia, menorrhagia, migraine, myalgia, parosmia, pelvic pain, polymenorrhoea, rash, urinary incontinence, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal mucosal blistering, vision blurred, vulvovaginal discomfort, vulvovaginal pruritus and vulvovaginal swelling to be related to essure. The reporter commented: plaintiff received treatment for dyspareunia, apareunia, menorrhagia, dysmenorrhea, nickel allergy, rash/skin condition, bladder probs, urinary probs, uti, vaginal discharge, fatigue, migraine, headaches, vision probs, open sores-rash on buttocks. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion, that the essure coils had created enough scar tissue to block my fallopian tubes. Pathology test - on (B)(6) 2018: surgical pathology report uterus, left round ligament excision: fibroadipose tissue with foreign body material and foreign body giant cells. Left pelvic sidewall excision: fibrotic tissue with endometriosis. Uterus, left uterosacral excision: fibroadipose tissue with endometriosis. Pelvis, anterior cul-de-sac excision: fibroadipose tissue with endometriosis. Uterus, cervix, bilateral fallopian tubes: cervix: without significant abnormality. Endometrium: proliferative endometrium. Myometrium: without significant abnormality. Serosa: without significant abnormality. Fallopian tubes: without significant abnormality. Gross description: the fallopian-tubes are firm proximally and serially sectioned to reveal a metal coil present 3.0 cm from the cornu in the right fallopian tube and 3.5 cm from the cornu in the left fallopian tube.. Ultrasound pelvis - on (B)(6) 2018: impression: uterus is anteverted and without myometrial mass. Endometrium is within normal limits. Right ovary appears within normal limits. Left ovary has probable corpus luteum cyst.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming: vaginal discharge, vaginal itching, vaginal odor, bacterial vaginosis, menorrhagia, dysmenorrhea, dyspareunia, incontinence, fatigue lot number: a34127, manufacturing date: 2012-07, expiration date: 2015-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-feb-2020: pfs received. New event pelvic pain was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5081128) on 21-nov-2018. The most recent information was received on 10-feb-2020. This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ('vaginal pain with intercourse/ dyspareunia/ painful during sex but afterward horrible cramping, irritation, sensitivity, blisters, itching') and menorrhagia ('8-10 days period that bring heavy bleeding and blood clot/ menorrhagia') in a 44-year-old female patient who had essure (batch no. A34127) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, hashimoto's disease, vaginal burning sensation, bacterial vaginosis, uterine bleeding and menometrorrhagia. Concomitant products included cefixime (flexeril), fluticasone propionate (fluticasone), ibuprofen, levothyroxine, norethisterone acetate (aygestin), oxycodone and salbutamol (albuterol). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("period with labor like cramps/ dysmenorrhea;"), vaginal haemorrhage ("abnormal bleeding vaginal"), vulvovaginal discomfort ("awful vaginal irritation after sex for weeks/irritation after intercourse"), female sexual dysfunction ("apareunia ( inability to have sexual intercourse)"), fatigue ("fatigue"), migraine ("migraines/headaches"), vaginal discharge ("vaginal discharge/ discharge unrelated to any infection"), vision blurred ("vision/eye problems: blurred vision/mostly out of the left eye"), parosmia ("strange odor unrelated to any infection"), vulvovaginal pruritus ("itching after intercourse"), vaginal mucosal blistering ("blisters") and genito-pelvic pain/penetration disorder ("horrible cramping after intercourse"). In (B)(6) 2014, the patient experienced allergy to metals ("nickel allergy") and depression ("psychological or psychiatric problems: depression"). In 2014, the patient experienced rash ("rash/rash on buttocks/ rash/skin condition"). In (B)(6) 2017, the patient experienced urinary incontinence ("change in my urinary heaviness and frequency"). In 2018, the patient experienced anaemia ("blood or heart disorder/condition, anemia"). On (B)(6) 2018, the patient experienced pelvic pain ("pain"), 5 years 11 months after insertion of essure. On an unknown date, the patient experienced eye disorder ("left eye dilating/mostly out fo left eyes"), hypoaesthesia ("face going numb"), balance disorder ("problems with balance"), polymenorrhoea ("every month 10 days without period and then started again"), arthralgia ("left hip hurts"), bacterial vaginosis ("infection: bacterial vaginosis"), myalgia ("sore on my buttocks, back of neck"), vulvovaginal swelling ("swelling after intercourse"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), urinary tract infection ("uti"), headache ("headaches"), pain ("body pain"), periarthritis ("frozen shoulder") and asthma ("asthma"). The patient was treated with metronidazole (metrogel) and surgery (hysterectomy full/ bilateral salpingectomy ). Essure was removed on (B)(6) 2018. At the time of the report, the dyspareunia, menorrhagia, dysmenorrhoea, rash, vulvovaginal discomfort, female sexual dysfunction, anaemia, vaginal discharge, vulvovaginal pruritus, vulvovaginal swelling, bladder disorder, urinary tract disorder and urinary tract infection had resolved and the allergy to metals, vaginal haemorrhage, eye disorder, hypoaesthesia, balance disorder, polymenorrhoea, arthralgia, fatigue, bacterial vaginosis, migraine, depression, myalgia, vision blurred, parosmia, urinary incontinence, vaginal mucosal blistering, genito-pelvic pain/penetration disorder, headache, pelvic pain, pain, periarthritis and asthma outcome was unknown. The reporter considered allergy to metals, anaemia, arthralgia, asthma, bacterial vaginosis, balance disorder, bladder disorder, depression, dysmenorrhoea, dyspareunia, eye disorder, fatigue, female sexual dysfunction, genito-pelvic pain/penetration disorder, headache, hypoaesthesia, menorrhagia, migraine, myalgia, pain, parosmia, pelvic pain, periarthritis, polymenorrhoea, rash, urinary incontinence, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal mucosal blistering, vision blurred, vulvovaginal discomfort, vulvovaginal pruritus and vulvovaginal swelling to be related to essure. The reporter commented: plaintiff received treatment for dyspareunia, apareunia, menorrhagia, dysmenorrhea, nickel allergy, rash/skin condition, bladder probs, urinary probs, uti, vaginal discharge, fatigue, migraine, headaches, vision probs, open sores-rash on buttocks. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion, that the essure coils had created enough scar tissue to block my fallopian tubes. Pathology test - on (B)(6) 2018: surgical pathology report uterus, left round ligament excision: fibroadipose tissue with foreign body material and foreign body giant cells. Left pelvic sidewall excision: fibrotic tissue with endometriosis. Uterus, left uterosacral excision: fibroadipose tissue with endometriosis. Pelvis, anterior cul-de-sac excision: fibroadipose tissue with endometriosis. Uterus, cervix, bilateral fallopian tubes: cervix: without significant abnormality. Endometrium: proliferative endometrium. Myometrium: without significant abnormality. Serosa: without significant abnormality. Fallopian tubes: without significant abnormality. Gross description: the fallopian-tubes are firm proximally and serially sectioned to reveal a metal coil present 3.0 cm from the cornu in the right fallopian tube and 3.5 cm from the cornu in the left fallopian tube.. Ultrasound pelvis - on (B)(6) 2018: impression: uterus is anteverted and without myometrial mass. Endometrium is within normal limits. Right ovary appears within normal limits. Left ovary has probable corpus luteum cyst.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records confirming: vaginal discharge, vaginal itching, vaginal odor, bacterial vaginosis, menorrhagia, dysmenorrhea, dyspareunia, incontinence, fatigue lot number: a34127, manufacturing date: 2012-07, expiration date: 2015-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-feb-2020: social media received. New event: frozen shoulder , body pain , asthma were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.